Event description:
The physician encountered a device malfunction while using the cerene cryotherapy device. The device operated normally until 23 seconds after active ablative treatment had started, at which time the lcd screen displayed error code 378. The device was removed from the patient and vented. The procedure was terminated and the patient was discharged with no adverse events reported. Analysis of the returned device revealed that a large spike in pressure triggered the ec378 fault. Visual inspection resulted in no observations of note. Re-testing of the device resulted in completion of the treatment sequence without issue. Based on this data and a previous complaint record, the likeliest root cause for this fault is occlusion of the collection tubing at the interface with the exhaust collection bag due to unintentional twisting of the exhaust collection bag.

Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 378 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported.